Event description:
(B)(4). I immediately went into the worst depressive episode in my life, and it happened overnight. One day I was stable, and the next, in a full blown depressed state. I was suicidal, not bathing (never like me) not cleaning my house (never like me) I felt sick everyday, headaches, extreme fatigue, would sleep all of the time, or not all. Was angry, and had verbal outbursts to my family. Mostly showed no emotion at all, complete flat affect or cried. I couldn't explain what was bothering me, and basically wanted to die. I attempted suicide several times, and told no one. My family was fearful that I would kill myself. I suffered pains in my sides, and other pains, but mostly the emotional was the worst for me, and it took a toll on me, but it really took an emotional toll on my mom and especially my kids, who were in fear of losing me every single day.